Manufacturer narrative:
An evaluation of the complaint sample could not be performed due to the sample being unavailable. There has been no previous reports for this part/lot number combination. There were no related issues noted during manufacturing of the reported product code and lot number. Based on the results of the investigation, the cause of the event is unable to be determined. The user technique and patient anatomy details are not known and many have contributed the event. No similar events were noted in the historical complaints database and in the absence of returned sample, no deduction can be made for the root cause. The device was manufactured to specifications and was released in a conforming state. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. Without the returned device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
The user facility reported collagen, outside of skin with the involved angio-seal evolution device. The following information was provided by the user facility: the patient was 4'7"; and 6fr angio seal device was used to perform a diagnostic angiography procedure; (3) during the closure of the puncture and after the doctors deploy the anchor, they pulled the device handle into full rear position and the sleeve snap locked; (4) when both doctors pressed the suture release button and pullback the device handle to complete the hemostasis, the device left out the collagen and suture without covering the puncture area, outside the patient's body; there was no outside presence of the anchor observed; hemostasis was achieved with manual pressure; and there was no complications, no hypertension, no peripheral vascular disease reported.